Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitor transmission indicated that the patient had an episode that was classified as atrial tachycardia/atrial fibrillation; however, it was suspected that it was electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.